Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl and loss of consciousness. Cause was not known. The low bg caused them to have a bike wreck resulting in head injury, bruised ribs, and scars. The customer was taken to the emergency room (ER) where they were treated by intravenous therapy to address the low bg level. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.